Manufacturer narrative:
Results: one used sample ad photos of the used device were returned for evaluation. A visual inspection of the used unit revealed excess adhesive in tip shield. A photo inspection also showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6099808. A manufacturing review revealed the excess adhesive is from the extension set bonding step in the final assembly process. Conclusion: the root cause for this incident was determined to be related to the final assembly process. It was recently detected that the adhesive dispense pumps are above of the devices being assembled and if there is a leakage from the pumps or the adhesive hose, the adhesive can cause this defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Change control cc16-026 was created in order to change the pump location in order to address adhesive when leaking to a reservoir area without affecting product. This lot was manufactured prior the implementation of this action.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that safety needle sheath would not detach from the catheter hub of a 22 g x 1 in. Bd nexiva¿ diffusics¿ closed IV catheter system after use. After using extreme force, the pieces snapped and separated and there appeared to be an excess piece of plastic from the molding. There was no report of injury or medical intervention.